Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. Visual and functional assessments were performed on the device and it was observed that the device had an unusual noise, electrical pins pushed in, console displaying e8 error code and was working intermittently. The electrical pins pushed back in the connector was a result of the connector not being properly aligned and forced into the female connector when plugging it into console. This is what caused the noise, working intermittently and the e8 error code. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component damage due to misuse/abuse and possible user error. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during routine inspection before sterilization, it was discovered that the motor device was working intermittently. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.